Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, the pt reported experiencing elevated blood glucose (value not provided) due to bent infusion set cannulas. Her blood glucose began to increase 5-6 hours after changing the headset. Upon removal of the headset, she found the cannula was bent. She stated she experienced issues on a second occasion and there were several bends in the cannula. She did not notice insulin leakage. She manually inserted the headsets. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for evaluation.